Event description:
A user facility has reported the leg rests on this chair will not go down. No report of injury.

Manufacturer narrative:
(B)(4) model t422rfa, serial number/date (B)(4) is approximately one month old. The owner's manual part number 1110545, rev.f(oct-10), was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The malfunction has not been confirmed. A call was placed to the reporter of this event, to date no further information has been received.